Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device pressure sensor to calibrate during the repair test was observed. The device was retested using an active porting block and passed all testing.